Event description:
During incoming inspection at covidien (B)(4), the device sounded an activation tone even though the activation button was not pressed. There are no injuries involved.

Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete a follow-up report will be submitted.